Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: according to the information received, guide wires were two (2) guide wires inserted into the bone and they did break at the threaded part of the guide wires. After breakage, the broken part was removed from the patient's body. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual and dimensional inspection including a review of the raw material certificate. Visual analysis of the returned sample determined that the threaded part of the guide wire is broken off, the fragment was not returned for evaluation. The guide wire runs into a cone above the fracture zone. In general is the guide wire in a very bad condition, there are strong stress marks all over the shaft and the wire is bent in different directions. Dimensional analysis did not detect any deviation from the specification. The review of the raw material certificate has show that the used material was as required stainless steel according to iso norm 5832-1. It should be noted that product failure is multifactorial. Based on the information currently available, especially the visual inspection finding that longer broken part of the guide wire runs in a cone at the end, we have to assume that the guide wire was cut off by the reamer before it finally broke as the material did get to weak. The wire was either bent after the insertion or that too high lateral stress, possibly by high soft tissue pressure, was applied during reaming. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H3, h4, h6: device history lot, sterile part, part: 292.622s, lot: 6l53422, manufacturing site: selzach, supplier: (B)(4)., release to warehouse date: 20.dec.2019, expiry date: 01.dec.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part: 292.622, lot: 27p5029, manufacturing site: balsthal, release to warehouse date: 20. Nov 2019. A manufacturing record evaluation was performed for the finished device 292.622 lot number 27p5029 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation (orif) surgery to treat the distal 1/3 of the humerus such as ao classification 12 b2 fractures. During the procedure the two (2) guide wires were inserted into the bone, but they broke at the threaded part. The broken parts were removed from the patient's body. It was confirmed by the x-rays that no pieces were left in the patient. The surgery was completed successfully with a fifty (50) minutes surgical delay. The surgeon commented that the strength of the guide wires may be too weak even though the guide wires were inserted straight. No further information is available. This report is for one (1) 1.1mm threaded guide wire 150mm. This is report 1 of 2 for complaint (B)(4).